Event description:
Additional information was received. It was reported the patient had 2 surgeries. The first time when the paddle had moved and it was put in the wrong position: it was put back there where the tailbone was and pt could not even sleep on the back. Then it was placed on the ribs instead of the area where the belt was. Pt cannot lay on it. The 2nd time they implanted it to ensure the paddles will not move they sew them into the spine. Pt mentioned they had 5 back surgeries including implant in knees. Pt said the 2005 implant had to be the first one b/c they got hurt in 2001.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the patient had 2 surgeries. The first time when the paddle had moved and it was put in the wrong position: it was put back there where the tailbone was and pt could not even sleep on the back. Then it was placed on the ribs instead of the area where the belt was. Pt cannot lay on it. The 2nd time they implanted it to ensure the paddles will not move they sew them into the spine. Pt said the ins had been dead since august 2014. Hcp now wants to replace the ins but pt did not want to have a surgery in the same place again to rip the leads out. That's why pt left ins dead. Pt mentioned they had 5 back surgeries including implant in knees. Pt said the 2005 implant had to be the first one b/c they got hurt in 2001. Pt needed an MRI because they had a bad infection in foot/toe and they wanted to check on that. It got better now but could not get any tests done.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Their first implant was placed by their spine and moved around in the implant site. The other issue was the two paddles up on their back the right one moved and went off to the left over top of the other one. When they took that one out and put it over by their ribs they also ripped the paddles out and sewn them into their spine.